Event description:
On (B)(6) 2011, pt reported his infusion set was leaking. Pt stated, the infusion set leaks from underneath the adhesive pad. Pt reported this has been an ongoing issue. Advised pt to discontinue using the infusion sets. Discussed alternative infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.